Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that after successfully completing the ablation, the physician reported having difficulty removing the array and that it seemed stuck. The physician was able to successfully retract the array and remove the device from the patient. They checked the array after removing it from the patient and observed a hole in the array. The sheath of the device appeared slightly crumpled. A hysteroscopy was performed and some material was found left in the uterus. The physician removed 2 pieces of material from the uterus and noted that there seemed to be small pieces/flakes left behind that could not be removed. A myosure procedure was performed prior to the novasure procedure in the same visit. No anatomical or structural abnormalities were observed. No further intervention has been performed.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the tip of the sheath is melted and a hole was found in the array (the hole is in both poles facing the handle. Additionally, the external sheath tip is malformed. Functional testing was not conducted because the issue could be confirmed during the visual inspection. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.